Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. No further information is available.

Manufacturer narrative:
As received, a partial connector portion of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. The cut end of this returned portion was consistent with procedural damage. During analysis, a failure event was observed, which was unrelated to the reported event. Final analysis found external insulation abrasion at the proximal region of the lead breaching the optim sheath. The cause of the external insulation abrasion was due to friction to the device can.